Event description:
I was prescribed a 30-day cardiac monitoring device from boston scientific cardiac diagnostics. The device malfunctioned repeatedly and only recorded approximately 9 days of data before failing. The left side of the device blinked red and stopped recording. I contacted boston scientific multiple times ((B)(6) 2026, (B)(6) 2026, (B)(6) 2026) to report the malfunction. On (B)(6) 2026, I was instructed to remove the device after 25 minutes. On (B)(6) 2026, my doctor instructed me to return the device due to continued failure. The adhesive also caused a burn injury to my chest, which required medical attention. I have photos and medical documentation confirming the injury. Because the device failed, the 30-day study was incomplete and medically insufficient. Device timeline and use details: I received the first cardiac monitor kit from my doctor's office with the "sensitive skin" adhesive. I began using it, but I developed a skin reaction and burning. The device also began malfunctioning. Boston scientific instructed me to stop using the first adhesive around (B)(6) 2026 due to the reaction and malfunction. Boston scientific then sent me a replacement adhesive that they stated is normally used for infants. I received this replacement around (B)(6) 2026. I attempted to use the new adhesive three times. The last use was on (B)(6) 2026, but the burning and skin irritation became severe again. My doctor advised me to stop using the device and return it on (B)(6) 2026 due to the continued skin reaction and device issues.